Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 103mg/dl (meter), 260mg/dl (lab)(this result was documented as "lab read 260 (?)" In the reported issue notes flow of questions). Tests were done within 30 minutes with a difference of 56%. Patient did not experience any adverse events. No further information has been reported.